Manufacturer narrative:
(B) (4). The intraocular lens (iol) was received and the diopter measured correct as labeled, 20.5d. The initial implant was replaced with a 22.0d due to patient's undercorrection. The iol met all specifications prior to market release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to a refractive surprise. The patient was undercorrected and a higher diopter lens was implanted.